Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had expired. It was noted that during a lead extraction, the physician was attempting to remove the lead with a laser lead removal tool, however the apparent scarring around the lead body was extensive and unsuccessful. The patient's blood pressure dropped and it was determined the physician had penetrated through the heart causing a bleed at the superior vena cava (svc) and right atrial junction. The patient was stabilized and moved to a recovery area. Two days after the procedure, the patient passed due to a brain bleed. The location of the patient's system is unknown.